Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, myopotential oversensing occurred on the right ventricular channel. The device was reprogrammed and the event was resolved and the patient was stable.